Event description:
Blake drain inserted during ceasarean section for drainage on 10/19/1998. On 10/20/1998, md was in process of removing drain when tubing broke. Remainder of drain was surgically removed.